Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A u.s. Distributor reported that a patient developed a stinging irritation under the device. There was no alleged device malfunction. The patient's doctor advised the patient to use benadryl and to remove the device as needed. The patient's medical condition improved.